Manufacturer narrative:
G4: 13feb2020. B4: 13feb2020. H11: upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #MFR. Report #:2031642-2019-10555 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20jan2020. B4: (B)(6). The service support performed an evaluation and confirmed the reported problem. Top enclosure was found damaged during preventive maintenance. The service support replaced user interface assembly to resolve the issue and top enclosure was also replaced. Performed performance verification test after repair in which the unit successfully passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
The customer reported a display issue was found when performing preventive maintenance. There was no patient involvement.